Event description:
During testing at the third party service center, it was noted that the device door roller pin was broken off. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
During testing, it was noted that the device door roller pin was broken off. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.